Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed errhwbbt. No additional patient or event information is available. The receiver has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and failed with a damaged usb. The receiver was charged and rebooted. Receiver log download and functional testing were unable to be performed. Confirmation of the reported event of an error icon display was undetermined. A root cause could not be determined.